Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled pacemaker system implant procedure, the right ventricular (rv) lead had become dislodged and required repositioning. Following repositioning and reconnection of the rv lead into this pacemaker device header, an extra intracardiac signal was observed on the rv channel following the atrial signals. These extra signals were oversensed by the device. It was also noted that the rv pacing signals had a wide morphology. As a result, the physician elected to use a new pacemaker device of the same model and a new rv lead of the same model. The new products were successfully implanted prior to pocket closure. After the new pacemaker and rv lead products were implanted, the electrogram (egm) looked cleaner but the extra signal was still observed, though it was not sensed by the device. The signal was noted to be observed when using the automatic gain control (agc) feature but it was not observed when using a fixed output and sense programming. The egm was noted to be clean at the post-operative check the following day. No additional adverse patient effects were reported.